Manufacturer narrative:
The reported events of incorrect measurement and inability to program were not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of the device image indicated the device was within normal range of operation. The device was programmed to various settings during analysis, and output tests revealed accurate measurements. Analysis indicated the device was programmed to emergency vvi settings. Further analysis performed found no anomaly contributing to the incorrect measurement anomaly. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during a follow up in clinic, after interrogation, the device was found to be operating in emergency vvi mode with invalid diagnostics displayed. Testing was unable to be performed and the device was unable to be programmed. The patient was hospitalized and the following day, the device was again interrogated and the testing was able to be completed and the device was reprogrammed. Abbott technical support was contacted, device records were reviewed, and it was suspected that emergency vvi was selected on the programmer. The clinician did not recall selecting the emergency vvi button. The device was explanted and replaced to resolve the event. The patient was in stable condition.